Event description:
The customer reported the phacoemulsification handpiece power is intermittent. The customer reported a corneal burn. Multiple attempts were made for additional info and pt status with no further info received. This report is for one pt; for additional pt see mfg report #: 2028159-2008-00104.

Manufacturer narrative:
The company service rep examined the system with no problems found. The system was tested and met product specifications. The handpiece is returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.